Event description:
It was reported that patient presented in clinic after receiving a vibratory patient notifier for a high, out of range high voltage lead impedance. The device was reprogrammed. Patient will be monitored via remote monitoring.